Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. Physical inspection noted the device to be in fair condition with the instrument seal intact. The observed anomalies were a missing membrane frame screw, damaged lighthouse and dull iui connectors. The pcu event log shows that at 5:21 pm on (B)(6) 2017 the device was programmed to infuse lipids 20% at a rate of 11.2ml/hr. The infusion was in delay mode from 11:45 pm until 3:54 am on (B)(6) 2017 when it was resumed at the same rate. At 12:07 pm, the user changed the rate to 40ml/hr. At 1:39 pm, the user paused the infusion and then channeled the device off. The total volume recorded as being infused was 219.378ml. The volume recorded as being infused at the rate of 40ml/hr was 58.669ml. Functional testing found the module to be delivering fluid within specification. The root cause of the overinfusion was identified as user programming.

Event description:
The customer reported that 225ml of smoflipids was programmed to infuse at 11.25ml/hr for 20 hours. The infusion ran for approximately 7 hours, was off for 4 hours, then continued for 8 more hours. After the 15 hours of infusion time the clinician noted only 32ml was left in the bag. The facility's biomed noted in the pump event log that the pump seemed to have the wrong dates and that there were patient side pressure sensor errors preventing the pump from running during this period. Tpn was also infusing at an unspecified rate. The patient's triglyceride level was noted to be 273 as a result of this event however it decreased the next day to 200. There was no lasting patient harm.